Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils on the left". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("profuse discharge"). The patient was treated with surgery (hysteroscopy, laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and vaginal discharge outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal discharge with essure. The reporter commented: essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils on the left". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("profuse discharge") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysteroscopy, laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal discharge and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia, pelvic pain and vaginal discharge with essure. The reporter commented: essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was, 36.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, health authority added as reporter. Menorrhagia added as event. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils on the left". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("profuse discharge"). The patient was treated with surgery (hysteroscopy, laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and vaginal discharge outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal discharge with essure. The reporter commented: essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.